Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿whitish powder¿) was found on a bd plastipak¿ 20ml syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
The photo sent by the customer was verified and it was possible observe foreign matter ¿ plastic residue. DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The potential cause for the problem is operational failure at production line clearance. The operators will be notified from this complaint. A six sigma project (project # 35 fy17) is being carried out, in order to reduce the foreign matter defect. The deadline for completion is sep / 2018. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.